Event description:
Caller reported an error with their continuous glucose monitor, known as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the pump no longer displayed the error code, and the caller was able to successfully start their sensor session.